Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated she had gotten two no delivery in the past 2 days. There was bent cannula and customer changed infusion set. Customer's blood glucose was 250 mg/dl. Customer stated the alarm was resolved by complete set changed. Advised to monitor and report back if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).